Event description:
Customer contacted service rep and reported that machine experienced excess fluid removal. A baxter althin service rep functional tested uf removal and found removal results within specs both pre and post of a calibration. No serious pt injury reported. No add'l pt info available.